Event description:
It was reported that a low right ventricular (rv) impedance and polarity switch alert on the lead were noted on a remote transmission. Noise has also been seen in the past with this lead. No intervention was made at this time.